Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had migrated 10 cm lower than its intended position. The customer attempted to re-position the iab using the guidewire but was unsuccessful and removed the iab. There was no patient harm or adverse event reported. Additional information received 11-october-2021: this issue that the distal marker migrated from the appropriate position was found under fluoroscopic guidance. This iab catheter was used in order to improve low blood flow after surgery; however as the patient's hemodynamics had been stable, iabp therapy was completed. There were no adverse consequences to the patient reported.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 through jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
Event site postal code:(B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) had migrated 10 cm lower than its intended position. The customer attempted to re-position the iab using the guidewire but was unsuccessful and removed the iab. There was no patient harm or adverse event reported.